Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and exchange from textured to smooth breast implants due to the patient¿s concern with the product. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product and capsular contracture, baker grade IV for an unknown side. Manufacturer of the device is unknown. Device remains implanted.